Manufacturer narrative:
Correction to primary product. The primary product has not been returned. A vessel sealer extend instrument from the same batch had been received, but it was not used during the reported procedure, and failure analysis found no underlying product issue; the instrument passed recognition/engagement, moved intuitively, and passed the seal, cut, and grip force tests. For the reported procedure, the first vessel sealer extend (vse) instrument lot# k18250612-0328 was used for about 90 minutes and the second instrument lot# k18250530-0226 was used for about 25 minutes. No errors were seen in the logs. Energy activation logs show qty 3 vs_bipolar events and qty 238 vs_seal events, with qty 6 seal events having a ¿high z (impedance)¿ error, indicating that the user likely tried to seal too much tissue. Issues like jaws becoming congested with tissue can¿t be detected by logs.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A return material authorization (RMA) was issued, however intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for failure analysis evaluations. A review of the advanced log review type for the vessel sealer extend instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) pmi. The following additional information was provided: the first vessel sealer extend instrument was used for about 90 minutes and the second instrument vessel sealer extend was used for about 25 minutes. No errors were seen in master supervisory controller logs. E-200 energy activation logs show 3 bipolar events and 238 seal events, with 6 seal events having a high impedance error, indicating that there was possibly too much tissue between the jaws.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extend (vse) instrument's tips became congested with tissue. When the vse's jaws were opened from the sealing tissue, the surrounding tissue would bleed. Cautery was used to address the bleeding. The procedure was completed robotically.